Event description:
It was reported there was fracture of the epicardial leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported there was fracture of the epicardial leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: sesr01 implantable pulse generator (ipg) implanted: (B)(6) 2008; 4965-35 implantable pacing lead implanted: (B)(6) 2001; 5866-38m adaptor implanted: (B)(6) 2008.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.